Manufacturer narrative:
The returned device was evaluated. The unit passed visual inspection. During functional inspection, the device was able to obtain spo2, pi, and pulse rate readings; however, one segment of the led display did not fully illuminate. Internal inspection isolated the failure to a component (q5) of the system board. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.

Event description:
The customer reported that the device is missing a display segment. No consequences or impact to patient were reported.